Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the colonovideoscope had an e315 error (incompatible scope). Based on the results of the investigation, corrosion on the endoscopic connector was the cause of the e315 error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the colonovideoscope had an e315 error (incompatible scope). There was no patient involvement.